Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted at implant. The electrode had been inserted into the device header however the wrench did not appear to engage the setscrew as expected. This device was not used and a new device was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted at implant. The electrode had been inserted into the device header however the wrench did not appear to engage the setscrew as expected. This device was not used and a new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the seal plug and setscrew were missing. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.